Event description:
During a postoperative follow-up, the shunt did not seem to work and the flow of fluid could not be confirmed by (B) (6) study. But after the explantation, the flow of fluid was confirmed.

Manufacturer narrative:
(B) (4). The valve was patent and passed reflux testing. However, leak testing requirements were not met due to a puncture hole in the silicone dome. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The device performance did not meet all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.